Manufacturer narrative:
Additional information received reported that after discussing with the staff, the physician decided not to adjust the pressure. It was recommended to the patient to have a lumbar puncture to test the cerebrospinal fluid pressure. The patient's current status was that their ventricles were increased, had brain edema, and was still in a coma. Patient's weight is an approximation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported that after discussing with the staff, the physician decided not to adjust the pressure. It was recommended to the patient to have a lumbar puncture to test the cerebrospinal fluid pressure. The patient's current status was that their ventricles were increased, had brain edema, and was still in a coma. Patient's weight is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the device was implanted in (B)(6) 2016 due to hydrocephalus. According to the report, the patient experienced a cerebral hemorrhage and lung infection following the surgery. It was also stated the patient was in a consciousness coma. On (B)(6), the patient underwent a CT scan and the physician found that the patient¿s ventricles had increased and an adjustment of the device was needed. Reportedly, as of (B)(6) 2017, the symptoms of lung infection had improved and awareness was restored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.